Event description:
The customer contact reported that the pump was returned to the equipment dept with an unsigned note that stated, "pump will not read the volume given." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.